Event description:
It was reported the patient had post-op reprogramming. Diagnostics revealed lead contacts having both low and high impedances. Reprogramming was unsuccessful. Field representative was unable to provide the patient with effective therapy. The patient¿s pain pattern is bilateral lower back to bilateral legs and thighs. It was also reported the patient experienced a fall. CT scan discovered lead was in soft tissue. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the patient¿s existing paddle lead was repositioned on (B)(6) 2018. Post-operatively, effective therapy was established.